Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left pfc primary tka to treat pain and swelling secondary to end stage degenerative joint disease. The surgeon notes that the patient has a history of chronic pain and a history of an mcl reconstruction. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient presents s/p left tka with pain, swelling, and walking difficulty. The patient reports losing 30-40 pounds after increasing physical activity. Physical examination identifies joint crepitus and a decrease in rom in flexion and extension. X-rays indicate a tibial tray that has migrated into valgus secondary to loosening. The patient¿s symptoms and pain progressed and on (B)(6) 2018, the patient was referred for revision surgery patient received a left knee revision to treat pain, swelling, joint crepitus, walking difficulty, and a decrease on joint rom secondary to loosening and migration of the tibial tray. Upon entering the joint, the surgeon identified and debrided mild effusion and synovitis. The tibial tray loosened and debonded at the cement to implant interface, had subsided into valgus, and was revised. The femoral component and patella were well-fixed, stable, and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with depuy revision components secured with depuy high-viscosity smartset cement. The procedure was completed without complications. Doi: (B)(6) 2015. Dor: (B)(6) 2018. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient product x-ray images have been provided for review. No device associated with this report was received for examination. Provided images are jpeg files within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.